Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions, component code), h10 additional info: (B)(6). A getinge field service engineer (fse) performed internal verification, but the problem did not reoccur. It did not reoccur even during continuous operation. Fse tried to connect and disconnect the device several times, but it did not reoccur. This time, it was not used on a patient, so fse decided to replaced fiber optic assay (d997-00-1169) as a precaution. Fse replaced the parts and performed an inspection based on the service manual. Operation check result: good. Device operating time: 6,373 hours. Unit returned to customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during pre-use inspection performed by a getinge sales representative (gsr), when connecting the light sensor cable to the cardiosave intra-aortic balloon pump (iabp), a light sensor module failure was displayed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.